Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during bolus delivery. A 5 unit fixed prime was performed and insulin did not exit the tubing and the insulin pump alarmed no delivery. It was advised to disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin did not exit with plunger push and there was greater than normal resistance. Customer was instructed to replace infusion set and reservoir. Blood glucose was 311 mg/dl. Nothing further reported.